Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event resolved without sequelae on (B)(4) 2017 and not on (B)(4) 2017 as previously reported. Diagnostics included a catheter access port (cap) contrast study occurred on (B)(4) 2017-and results were normal. On (B)(4) 2017t he patient admitted to pain at the pocket site, and stated it was an ongoing problem. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. The cause of the pump shifting a little was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinical study regarding a patient receiving fentanyl 961.5mcg/ml for a total dose of 250.07mcg/day, bupivacaine 10mg/ml for a total dose of 2.601mg/day, and hydromorphone 0.3mg/ml for a total dose of 0.7802mg/day via an implantable pump for non-malignant pain and headache. It was reported on (B)(6) 2016 the patient experienced pain at the pocket site and noted it was an ongoing issue. The patient stated they thought their pump shifted a little and now, depending on their position, the patient will get a poking pain at the site. No action was taken. The outcome of the event resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2016. No further complications were reported/anticipated.